Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform functional testing due to motor error alarm. The motor was tested outside the device and passed motor test. The insulin pump was received with minor scratched display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer had been receiving motor errors on the insulin pump. There were motor errors in her alarm history from (B)(6) as well. Customer's blood glucose was not known. The customer was not using the sensor feature and was able to complete the rewind sequence on the insulin pump. She was advised to discontinue use and revert ot a back-up plan. Nothing further reported.